Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired at home. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
New information received notes that per the death certificate the cause of death was polysubstance toxicity as determined by autopsy and ruled accidental. The death is not related to the device, study or procedure.